Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose. Customer's blood glucose at the time of emergency room visit was 411 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer's blood glucose reading was 397 mg/dl. Nothing further information reported.